Event description:
It was reported that the patient experienced tissue damage. After an premature ventricular ectopy ablation procedure with an intellamap orion high resolution mapping catheter, the patient experienced a mediastinal thermal injury post ablation. During the procedure, radiofrequency (rf) ablation was delivered to the distal coronary sinus (cs) and the adjacent right ventricular outflow tract (rvot). There were no issues during the procedure. Upon discharge, the patient reported chest pain and a computed tomography (CT) chest scan was performed. A mediastinal thermal injury was reported. The orion catheter was left in the descending aorta during ablation. The catheter was disposed of and was therefore not being returned. No device performance issues were reported. It was further reported that no interventions were performed to resolve the event and the patient has recovered.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that the patient experienced tissue damage. After an premature ventricular ectopy ablation procedure with an intellamap orion high resolution mapping catheter, the patient experienced a mediastinal thermal injury post ablation. During the procedure, radiofrequency (rf) ablation was delivered to the distal coronary sinus (cs) and the adjacent right ventricular outflow tract (rvot). There were no issues during the procedure. Upon discharge, the patient reported chest pain and a computed tomography (CT) chest scan was performed. A mediastinal thermal injury was reported. The orion catheter was left in the descending aorta during ablation. The catheter was disposed of and was therefore not being returned. No device performance issues were reported. It was further reported that no interventions were performed to resolve the event and the patient has recovered. It was further reported that there was no noise on the ablation catheter. During ablation, there was an impedance change of about 20 ohms, to a max of 27 ohms, correlating to lesion sets in the cs and rvot.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced tissue damage. After an premature ventricular ectopy ablation procedure with an intellamap orion high resolution mapping catheter, the patient experienced a mediastinal thermal injury post ablation. During the procedure, radiofrequency (rf) ablation was delivered to the distal coronary sinus (cs) and the adjacent right ventricular outflow tract (rvot). There were no issues during the procedure. Upon discharge, the patient reported chest pain and a computed tomography (CT) chest scan was performed. A mediastinal thermal injury was reported. The orion catheter was left in the descending aorta during ablation. The catheter was disposed of and was therefore not being returned. No device performance issues were reported.